Event description:
The reporting nurse stated that meter to hcp meter comparison blood glucose testing was done for a pt using facility surestep meter. Capillary test read 147mg/dl, and a venous lab test result was 107mg/dl. Tests were done side by side, within 10 minutes. No symptoms were reported. On followup, the reporter stated that there was no hematocrit issue. Pt had checked the confirmation dot for enough blood, and did not oversaturate the test strip. Their control solution had been open over 3 months, so a control test wasn't done. The meter is cleaned properly. No harm was alleged.